Manufacturer narrative:
This product is not available for analysis as stated in section h3. Additional information will be provided within 30 days of receipt.

Event description:
The pt was enrolled in the study and received a precise stent right carotid artery. During the index procedure, a grade a dissection resulted during pre-dilation of the lesion with a cordis aviator plus (5x20) balloon. The dissection was treated and stabilized with a precise stent. The pt experienced a transient ischemic attack (tia) several hrs after the index procedure, but before hospital discharge. The pt became hypotensive after standing and experienced dysarthria and confusion. The pt was transferred to the intensive care unit (ICU) for observation. A neurological consult was done and a head cat scan was performed with unremarkable results. The pt was not treated for the tia, but received supportive care. The pt's symptoms fully resolved overnight without residuals. The target lesion was r5 with no occlusion in contralateral carotid. Reference vessel diameter was 5.0. Target lesion diameter stenosis was 80.0 with lesion length 28.0. Total length of stented segment was 40.0. Qualitative lesion calcification was described as moderate and vessel tortuousity by visual inspection was mild. An angioguard distal protection device was used and deployed and retrieved successfully with no technical problems.